Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable (charging cable was stated to look kinked) . There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump with a secondary charging cable.